Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012840424); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid native valve using a 22 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, the implant depth was too deep and the valve was recaptured. Upon the second deployment attempt, an infold with frame under expansion was observed. It was noted that the target implant depth when the infold occurred was 3 mm. Subsequently, the system was withdrawn from the patient, and a new valve was loaded into a new delivery catheter system (dcs). Another pre-implant bav was performed using a 24 mm non-medtronic balloon, and the valve was implanted. Per the physician, the patient's bicuspid native valve contributed to the infold/under expansion. No patient complications were reported as a result of this event.